Manufacturer narrative:
Based on the additional information received, the trigger was unable to be depressed and did not have run-on or unintended activation. Upon evaluation of the additional information provided, the event is not reportable and does not suggest that a recurrence of this event would result in a serious injury. No adverse event has occurred due to this type of malfunction for this product in the past.

Event description:
It was reported that during testing and setup before a procedure, the trigger was jammed which has the potential to cause run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing and setup before a procedure, the trigger was jammed which has the potential to cause run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.